Manufacturer narrative:
(B)(4) - zipper damage. Evaluation: results: evaluation for the returned product shows that the panel side b: right window zipper slider body is open. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. (B)(4).

Event description:
Customer claims that there's zipper damage to the side panel. The zipper is broken, but could not specify which part of the zipper was broken or damaged. There was no patient incident or injury reported. Evaluation for the returned product shows, the panel side b slider body is open.